Event description:
It was reported the dressing was press-fit together with the package. No patient was reported.

Manufacturer narrative:
Additional information received on august 19, 2015. Photographs confirm evidence of a metal object. Returned sample received; the sample was reviewed by the hydrofibre specialist who states' this may be a needle form the stitchbonder'. The sample was reviewed with a magnifying glass and was found to resemble the end of a needle from the stitchbonder. The sample was passed through the stitchbonder metal detector and this was identified; it was then placed on the doyen magnet and it was not identified. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. This complaint will remain open until completion of nonconformance. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow up report will be submitted.